Manufacturer narrative:
To date, this device has not been returned; therefore, technical analysis cannot be conducted. Should the product be returned in the future, laboratory analysis will be performed, and an updated report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. Technical services (ts) was consulted and noted that given the signal characteristics and the reproducibility of the artifacts during in-clinic testing, an issue with the inner conductor of the electrode is suspected. Additionally, the signal characteristics of the episode points to a problem with the sense b detection path. The ts consultant recommended system replacement as replacing the electrode only and switching to secondary configuration is not a viable option. Besides the inappropriate shock, no other adverse patient effects were reported. This system remains in service. Additional information received indicates the patient underwent a revision procedure, and this s-ICD system was explanted and replaced. Besides intervention, no other adverse patient effects were reported. The explanted s-ICD is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. Technical services (ts) was consulted and noted that given the signal characteristics and the reproducibility of the artifacts during in-clinic testing, an issue with the inner conductor of the electrode is suspected. Additionally, the signal characteristics of the episode points to a problem with the sense b detection path. The ts consultant recommended system replacement as replacing the electrode only and switching to secondary configuration is not a viable option. Besides the inappropriate shock, no other adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface while the products were implanted, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to noise oversensing. Technical services (ts) was consulted and noted that given the signal characteristics and the reproducibility of the artifacts during in-clinic testing, an issue with the inner conductor of the electrode is suspected. Additionally, the signal characteristics of the episode points to a problem with the sense b detection path. The ts consultant recommended system replacement as replacing the electrode only and switching to secondary configuration is not a viable option. Besides the inappropriate shock, no other adverse patient effects were reported. This system remains in service. Additional information received indicates the patient underwent a revision procedure, and this s-ICD system was explanted and replaced. Besides intervention, no other adverse patient effects were reported. Additional information: this product was returned, and analysis was completed. This report is updated with the product investigation results.